Event description:
Boston scientific provided the following information: the physician decided to explant and replace this atrial lead during the ICD generator replacement due to low amplitude and high threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.